Event description:
Event description guidant received information that the impedance measurements on the rate/sense portion of this defibrillation lead were noted to be out-of-range (both low and high). An x-ray was completed and indicates the possibility of damage to the lead inslation just below the clavicle area.